Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The implant driver tip iipdts was returned for investigation. The reported implant (xifoss410) was not returned for investigation as it remains implanted in the patient's mouth. Visual inspection of the as returned products identified signs of wear around the o-ring of the driver tip functional testing found that the driver tip was able to assemble and disengage with an in house implant without issue. No pictures or x-ray images were provided for the reported event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: iipdts; documents reviewed: t3 and osseotite implant systems surgical manual - zbinstsm rev a 06/19. Information identified: implant placement protocol. The complaint reported that the driver got stuck with the implant during a surgery and did not disengage. The reported event could not be verified since the implant was not returned and all reported products could not be functionally tested against one another. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (iipdts) would not disengage from the implant.